Manufacturer narrative:
Concomitant medical products: evolutpro-29-us, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had a loose set screw and triggered a right ventricular (rv) lead alert for high sensing integrity counter (sic), non-sustained ventricular tachycardia (vt) episodes and variable tip to coil impedances. The ICD remains in use. No patient complications have been reported as a result of this event.